Event description:
Caller reported that a malfunction occurred on the pump, with at least three incidents noted in the past on the same device. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump to the customer, ensuring updated software and advising on proper procedures for sensor use and returning the problematic pump.